Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was not working as expected. The patient tried 3 programs already as well as botox which did better than the device. Both botox and the device were together working "okay," but the patient was still not completely satisfied. The patient was referred to their doctor for possible program change. Additional information received from the consumer reported the device "simply stopped working as previously" and "just stopped being as effective" approximately one month after surgery. Programs were changed twice which worked well for a short period of time, but the issue was not resolved at the time of the report.